Event description:
The patient reported that the display of the infusion device is defective and he is unable to see the basal rates. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to misuse of the product. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to misuse of the product by the customer. (B)(4).